Manufacturer narrative:
The investigation included the analysis of the affected breathing hose (ventset coax 180), an inspection of material from stock, a check of the production process and a review of quality data. The inner lumen of the hose disconnected from its adapter, resulting in a shortcut of the inspiratory and the expiratory path. The inspired gas was enriched with expired gas, which explains the observed increased co2 readings. Within the inspection of the breathing hose it was found that glue had obviously been applied on the contact surface of the adapter and breathing hose. Hence the root cause can be narrowed down to either insufficient curing time or excessive pull forces prior or during use. Consequently a sample of 20 breathing hoses from stock were subject to a visual inspection with uv light, a leak test and a pull-off-test. The visual inspection with uv light confirmed that glue was present and well distributed across the contact surfaces. The measured leakages and forces were within the specified range. Complaint and warranty date indicate that similar cases are extremely rare. Hence, this complaint was considered an isolated case. Although excessive forces could not be excluded as the root cause and both statistical quality data and the sample test did not indicate problems regarding the manufacturing process, the gluing and curing procedure could not be ruled out completely. Consequently the production process was reviewed and further potential for improvement was identified. The gluing steps were re-arranged to optimize the curing process and to increase the strength of the connection. If however such failure occurs, the shortcut between inspiratory and expiratory path will disturb the application of fresh gas and result in increased co2-levels. Monitoring of etco2 ensures that this increase will be detected and the setting of suitable alarm limits, which is the responsibility of the user, ensures that corresponding alarms will be generated once the set threshold is exceeded. The instructions for use of the breathing hose contain a warning that points out the connection of elevated co2 levels with potential damages of the breathing hose.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported, that during ventilation co2 readings increased which could not be solved by adapting ventilation parameters. After replacement of the coaxial breathing hose the readings returned to normal.